Event description:
It was reported that a lead safety switch (lss) occurred on this right ventricular (rv) lead, which is indicative of a high out of range pacing impedance measurement. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the right ventricular (rv) lead pacing impedance exhibited a gradual rise, reaching measurements of 2253 ohms and causing false non-sustained ventricular tachycardia (nsvt) episode due to noise oversensing. The physician opted to perform programming enhancements to resolve the oversensing and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a lead safety switch (lss) occurred on this right ventricular (rv) lead, which is indicative of a high out of range pacing impedance measurement. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this product met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a lead safety switch (lss) occurred on this right ventricular (rv) lead, which is indicative of a high out of range pacing impedance measurement. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the right ventricular (rv) lead pacing impedance exhibited a gradual rise, reaching measurements of 2253 ohms and causing false non-sustained ventricular tachycardia (nsvt) episode due to noise oversensing. The physician opted to perform programming enhancements to resolve the oversensing and no adverse patient effects were reported. Additional information was received indicating that this right ventricular (rv) lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that a lead safety switch (lss) occurred on this right ventricular (rv) lead, which is indicative of a high out of range pacing impedance measurement. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the right ventricular (rv) lead pacing impedance exhibited a gradual rise, reaching measurements of 2253 ohms and causing false non-sustained ventricular tachycardia (nsvt) episode due to noise oversensing. The physician opted to perform programming enhancements to resolve the oversensing and no adverse patient effects were reported. Additional information was received indicating that this right ventricular (rv) lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.